Manufacturer narrative:
D9: the date of device return is unknown. The investigation for the reported controller error (yellow alarm) has been completed. The device logs were reviewed and confirmed that the console issued a controller error, and simultaneously, the placement signal disappeared. This occurred with the pump plugged in, and after the pump was physically disconnected from the console, the console would not shutdown normally because the disconnection was not recognized due to the lack of communication to the optical bench. The console was tested at abiomed aachen in collaboration with the post market engineering team. An impella cp optical pump was run with purge, but the failure mode was not reproduced. Therefore, the root cause could not be determined. This known pattern failure, which is characterized by a temporary loss of placement signal and triggering of an optical bench-related controller error alarm, has a low probability of reoccurrence. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During use, the automated impella controller (aic) produced an "error in console - switch to standby controller" alarm. The aic was replaced with a backup unit, and there was no patient harm reported.